Event description:
The customer reported that while in pt use the ventilator wasn't giving any o2 to pt that was set on 70% without alarms. The adult pt had poor blood gases for 4 hours and pulse ox reading down to 85%. The clinician would take the pt off bag with 100% the pt would do well then they would put the pt back on the ventilator and the pt would do poorly. No o2 alarms. The pt was removed from the ventilator and placed on another ventilator and reported to be stable. The biomed at the user facility evaluated the ventilator and was unable to produce any problems with the o2.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator at pt settings. The ventilator ran and delivered o2 with-in specification. Checked o2% both on the user interface module and the pf 300 gas analyzer. After running ventilator on pt settings, no problems found. Performed the operational verification procedure on the ventilator from the avea service manual. Ventilator passed all testing performed. No problems found. All test results were within specification.